Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer (fse) confirmed the reported issue on-site. The standby valve was replaced and the compressor mini was returned to service after successful functional and safety testing was completed. The returned standby valve was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor initially delivered air normally but went into standby mode when the pressure reached 4.4 bar which is not normal behavior for a compressor when wall air is not connected. The standby valve shall put the compressor in standby mode only when wall air is connected. During a microscopic inspection of the returned standby valve, small metal chips were found inside the valve causing a leakage in the standby valve. As a result of this, an increased pressure is measured by a pressure sensor inside the compressor. The increased pressure is interpreted by the compressor as if wall air is connected to the compressor when it is not. No device logs had been received from the connected ventilator.

Event description:
(B)(4).

Event description:
It was reported that the compressor stays in standby mode and will not switch into the run mode. There was no patient involvement reported. (B)(4).